Event description:
Teal power conditioner model 4450028-02 caught on fire during a patient procedure. A storm was in the area and a possible power surge was absorbed by the teal. The filter pack flamed, the fire dept was called and the flames were extinguished with a fire extinguisher. No injury to the patient on the table, but the pt was transported to another facility for a scan and administered add'l contrast.

Manufacturer narrative:
Test results determined filters caught on fire. A fire extinguisher was also used on the teal so it was removed from service. The teal unit has ul electrical safety approval, and that the risk of injury to a patient is remote.